Event description:
Priviledged and confidential: during a routine check of the patient's catheter, it was observed that the patient's urine was bright red with blood. When the catheter was withdrawn and examined, it was noted that the wire "coiled". There is a "flap" of catheter tubing material at the distal end of the catheter. The head nurse inquired as to whether or not, the wire may have been protruding from beneath the "flap" or catheter tubing material, when the catheter was withdrawn. The patient was recatheterized and irrigated. After 24 hours, no more bleeding was observed. The patient was transfused. Urology was consulted. No other treatment was administered. The patient is a male, 81 years of age, weighting 41.6 kilos. The first catheter was placed on 9/6/97, eleven days prior to the event.